Event description:
Pt went to dr's. Office with the blade extender from the bullard scope, which had passed rectally. The scope had been used for intubation and the blade must have detached from the scope. The pt was examined by the physician in 2004 and the physician report is no apparent injury, no treatment required. The physician reported the seriousness of injury or potential for injury as a result of this incident, as mild.